Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone16.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia and small amount of ketones. The patient's blood glucose levels reached 495 mg/dl while wearing the pod. The pod reportedly was coming loose from the infusion site (abdomen), causing the pod cannula to dislodge and the insulin to leak. The infusion site was also reported to have irritation. Symptoms reported include severe fatigue, shortness of breath, numbness and headache. The patient was treated with intravenous saline. The patient was discharged on the same day.